Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting an alarm of check proximal line. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Ran unit on test patient, was unable to duplicate the error or the issue. Troubleshot with philips technical support, noticed when 0.25¿ test adapter was attached, unit was intermittently alarming patient disconnect. Technical support recommended checking and re-seating the data acquisition pcb specifically where the solenoids plug into the board. Did that, still unable to duplicate reported issue, but unit is still intermittently alarming patient disconnect. Technical support and the service manual recommend da board and/or sol 3 and 4 be replaced. The fse replaced the da board and sol 3 and sol 4 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the da board and sol 3 and sol 4 were the cause of the reported issue.